Event description:
The customer's family member alleged inability to test the customer on the customer's one touch ultra meter due to not powering on. The customer experienced symptoms of low blood sugar and was given a snack to raise the customer's blood glucose. A reading of 77 mg/dl was reported, however, it is unknown when this result was obtained. No other info was provided.